Manufacturer narrative:
Hamilton medical reference number: (B)(4). Investigation is ongoing. Hamilton coaxial breathing circuit family devices in this product line are classified under product code bzo. ¿set, tubing and support, ventilator (with harness). Part number 260128 is listed in the same product family per the manufacturer ¿s IFU, and therefore falls under the same FDA product classification.

Event description:
It was reported that on (B)(6), 2026 the breathing circuits with pn 260128 / sn (B)(6) (qty: 15) passed pre-op checks, but didn't ventilate on the patient. No breaths were delivered and the exhalation obstruction alarm was triggered. Medical intervention in the form of the patient being bagged was reported. No patient, user or third-party harm was reported.